Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. The physician stated that 4 hours after implant procedure was completed, the ra lead was discovered to be dislodged. The lead revision was completed successfully. To date, this lead remains in service. No additional adverse patient effects were reported.